Manufacturer narrative:
H11: the device was received for evaluation. During functional testing the reported events were not able to be reproduced, and the evaluator was able to power the pump up and navigate through the screens without any discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. As a precautionary measure, full calibration and release testing will be performed to ensure proper functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the display screen of a novum iq syringe pump ¿continuously fades in and out during testing¿ in the biomed service department. There was no patient involvement. No additional information is available.